Event description:
Product analysis for the tablet usb cable was completed and approved on 07/24/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
On 6/27/2016 it was reported that a physician had a "bad usb connector" and requested that another cable be sent. No patient therapy was affected from this issue. The sales representative tried all troubleshooting and combinations of equipment including the tablet, wand and serial cable which is how he identified the issue to be the cable. The serial cable was received for analysis on 07/01/2016. Analysis is underway but has not been completed and approved to date.